Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2008-(B)(6), explanted: na, product typ extension product ID 7482a51, serial# (B)(4), implanted: 2008-(B)(6), explanted: na, product typ extension product ID 7436, serial# (B)(4), product typ programmer, patient product ID 3387s-40, lot# v161576, implanted: 2008-(B)(6), explanted: na, product typ lead product ID 3387s-40, lot# v161576, implanted: 2008-(B)(6), explanted: na, product typ lead.

Event description:
It was reported that high impedances were measured on the patient's implantable neurostimulator (ins) following an ins replacement surgery. The patient was not receiving good therapy on their right side. The device was programmed with electrodes 0 and 3 on the left and 8 and 11 on the right. Impedances between 0 and 3 were normal, but impedances between electrodes 8 and 11 were >40000 ohms. Additional information indicated the electrodes were configured correctly during surgery (0-3 on the left, 4-7 on the right) but the right side configuration was incorrectly changed by the neurologist in the clinic at a later date (to electrodes 8 and 11). The electrodes were reconfigured to the settings used during surgery, and the impedances returned to normal ranges. If additional information is received, a follow up report will be sent.